Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device is currently under investigation.

Event description:
The user facility reported that the angio-seal device had a kink in the dilator when it was taken out of the packaging. The following information was provided by the user facility: the procedure had finished and the scrub sister was preparing the angio-seal; she noticed a kink in the dilator but was happy to proceed; when she opened the hub packaging she noticed a split in the sheath, she pushed the plastic end cap up the sheath shaft and it revealed a long split; the angio-seal device was not used and another one was used without any issues; there was no damage noted on any of the packaging; and the closure device fault was detected during preparation and not used on the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device evaluation. One 8f angioseal sts plus was returned for evaluation. The carrier tube assembly was returned. The anchor was in a deployed state. The bypass tube was displaced proximally from its manufacturing. Functional testing was conducted. The anchor was placed back inside the bypass tube in its manufacturing location and the carrier tube assembly was inserted into the hemostasis sheath. Upon reaching the forward lock position the anchor posted as intended. The collagen was manually pulled and the tamped by manually pushing the tamping tube on the wetted anchor/collagen mass. The knot successful formed as intended. There were no functional anomalies noted in the working of the device. The exact root cause of the event cannot be definitely determined but it is likely that the bypass tube shifted from it manufacturing position either due to improper opening of the aluminum pouch or mishandling after opening. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.